Manufacturer narrative:
The thermogard was evaluated at azm service depot. The connector on the air trap was reconnected to remedy the issue. Additionally, as a precaution, the rj cable, airtrap holder and the I/o board were replaced to prevent the reoccurrence of the issue. Following the repair and replacement of the components, the thermogard was tested and passed all the testing criteria and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for thermogard with serial number (B)(4).

Event description:
As reported during the thermogard inspection, it was observed that the thermogard continue to run even the air trap simulator was removed. No patient involvement on this reported event.